Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a plug driver twisted during final tightening during surgery. The procedure was completed using an alternative driver. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to be twisted in a manner consistent with over-torquing during final tightening of the plug. However, the cause cannot be determined since the toque handle used with the driver was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.